Manufacturer narrative:
An investigation was initiated in response to a customer complaint of experiencing an issue in which the incubation times for some bact/alert® bottles were changed from what was initially set, in association with myla® (4700384). Investigation a complaint trend analysis was completed and did not identify this issue as a trend. The customer issue was reproduced internally by research & development (r&d) team. The investigation found that under specific conditions a bottle maximum test time (mtt) can be reset to the default mtt. The bottle may then be unloaded before the desired incubation time. This can occur specifically when an identification of a paired bottle is made outside of myla and the result is sent to back to myla from the laboratory information system (lis). This issue could appear if mtt is driven by lis requests. This issue can¿t appear if customer is using mtt feature directly through virtuo® instrument interface. An example of the workflow that can generate this anomaly: two lis requests, one for aerobic bottle, one for anaerobic bottle are sent to myla for one specimen. Both lis requests are sent with an extension of the standard incubation time (mtt) to 14 days. By default, the incubation time is 5 days as per specified in the bottle instructions for use. One of the two bottles turns positive and is automatically unloaded from the virtuo instrument (to do a subculture). The identification is made outside of myla and the result is sent back to myla from the lis as a request containing an offline identification result. As a result of this anomaly, the mtt of the second bottle is updated back to the default mtt of 5 days after receiving the offline identification result. This second bottle will be then be unloaded when the incubation time reaches 5 days (which could be immediately depending on the duration already incubated). Thus presenting the risk of a false negative result. The specific conditions for this anomaly to be met are: 1) customer uses myla® (v4.7, v4.7.1, v4.8, v4.8.1, v4.8.2) and bci connect (v2.0.0.43, v2.1.1.1, v2.2.0.24) and 2) customer uses virtuo® for blood culture workflow and 3) customer blood culture workflow is based on 2 or more bottles sent with the same specimen (same specimen ID) and 4) customer send modified incubation expected duration (mtt) in its lis requests and 5) customer send other requests than blood culture (su, ID, offline) on the same specimen than the one used for blood culture note: this condition is applicable only if it occurs after the previous ones in chronologically order. All above conditions must be met for the anomaly to occur. Root cause the root cause has been identified as a myla development issue (cause traced to device design). Conclusion the anomaly was confirmed and reproduced internally. A modification of the next version of myla (v4.9) code will correct this issue and is scheduled to be released in september 2021. A field safety corrective action (fsca-5308-1) was issued on 08sep2021 for all customers that use myla® (v4.7, v4.7.1, v4.8, v4.8.1, v4.8.2) with virtuo. Customers will be informed of this issue and the risk of a false negative result due to a bottle being unloaded before the end of the test time initially set. Customers will be instructed to check if they are in the scope of this potential issue by reviewing the conditions necessary to reproduce the anomaly and to contact biomérieux for implementation of a workaround action to resolve the issue. Among tests previously performed, the customers will be instructed to identify any possible false results that may have occurred, analyze the related risks and determine appropriate actions if relevant. All customers who have received and who will receive the impacted products will receive this communication.

Event description:
A customer in france notified biomérieux of experiencing an issue in which the incubation times for some bact/alert® bottles were changed from what was initially set, in association with myla® v4.8 software (ref 423434). The customer reported that incubation times of some bottles in the customer's bact/alert® virtuo® instrument were changed from what was initially set. Negative bottles that should be incubated for fourteen (14) days were discarded by the instrument prior to fourteen (14) days. This could potentially result in false negative results if the bottles do not incubate for the time frame intended. There is no indication or report from the customer that this has led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.